Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected the pump to charge it, the charger was not seated correctly so the pump did not charge, and the user remained disconnected after eating, observed elevated glucose on their phone, and later reconnected once charging was achieved; blood glucose stabilized and returned to range thereafter. Symptoms included hyperglycemia. Outcomes included no hospitalization and recovery to baseline after reconnection. Investigation included troubleshooting and user education. Investigation of this case revealed user handling and charging error with no alerts or alarms and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper charging and remaining disconnected.